Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, mild calcification and 90% stenosis. The rx trek balloon ruptured during the first inflation at 8 atmospheres (atm). A non-abbott balloon was used and the procedure was completed without issue. No resistance was reported during preparation of the device or during the procedure. There was no adverse patient effect and no clinically significant delay of procedure reported. No additional information was provided.